Event description:
It was reported by the patient that one of their leads had broken and was turned off by one physician and then turned back on by another physician. The patient's physician confirmed that the right ventricular (rv) lead had fractured and was exhibiting noise, short ventricular intervals, and low r-wave measurements. Detections were turned off to prevent any inappropriate therapy. A replacement procedure was scheduled but then cancelled per the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.